Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced full-height drawer 7 was failed. The field service engineer (fse) did not observe any failed drawers but identified issue on slide bumpers. The fse then replaced missing or damaged slide bumpers in auxiliary drawers 1.1, 1.2, 2.1, and 5. The fse also ran remote support service (rss) 10,000 diagnostic code and identified failures on the main half-height drawer 2.2 at pocket d5, as well as repeated failures on main full-height drawer 6. The fse reseated and verified the cables for drawer 7. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed cubie drawer. Whole drawer failed and unable to pull important med. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.